Manufacturer narrative:
The customer called to see what else can be done to verify the insulin pump is working properly. The is working with her health care professional to see what is causing her blood glucose to be crazy. The customer health care professional switched her insulin type but wanted to make sure the insulin pump is working properly. The customer was advised that the insulin pump passed the high pressure test and the displacement test previously. Assisted the customer with performing the self-test; the insulin pump passed. The customer will continue to work with her health care professionals on the blood glucose issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 31 mg/dl. Customer passed out at home and the paramedics were called. Customer was transported to the emergency room via ambulance. Customer was not sure what caused low blood glucose. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed for low blood glucose and customer was sent tubing clamp in order to perform high pressure test. Insulin passed high pressure test. Customer was advised to follow up with healthcare professional.